Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had an alert for a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) examined device data and found that the left ventricular (lv) lead pacing impedance had measurements of 2154, which were out of range. The right ventricular (rv) lead pacing impedance had dropped from 540 to 342 ohms, which was low within normal limits as well as low evoked response which resulted in the right ventricular automatic threshold (rvat) test to be in suspension. The thresholds of both leads were approximately 1.5v. Subsequently, it was discovered that the patient had passed away for an unrelated reason. No additional adverse patient effects were reported. The lv lead was a non-boston scientific product. Currently, this crt-p system remains implanted but no longer in service.